Manufacturer narrative:
The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that 63b electrodes caused skin irritation. The patient contacted their physician and were advised to stop treating. No further information has been reported. The 63b electrodes has not been returned for evaluation.